Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred on (B)(6) 2016. Advised patient's mother to forget devices in the bluetooth settings, turn the bluetooth off and on, remove and re-install the g5 application and manually enter the transmitter ID. The issue was not resolved as pairing was not complete. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 04/29/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of loss of connection was confirmed. The root cause could not be determined.